Event description:
It was reported that during central processing, customer reported the jaws of maryland bipolar forceps were damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The single port (sp) maryland bipolar forceps instrument was analyzed. The instrument was found to have a broken lower grip at the midpoint on the grip. A piece approximately 0.472" x 0.155" was found to be broken off. The broken piece was not returned. Additionally, the instrument was found to have a broken molded insulator. A piece approximately 0.169" x 0.246" was found to be broken off. The broken piece was not returned. The instrument was found to have a broken conductor wire at distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.